Event description:
Reportedly, the device (annuloplasty ring) was explanted after an implant duration of 10.37 months due to unknown reasons. [A valve] the 6900pj29 was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Registry documents this as report only. Customer letter not requested. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned.